Event description:
As reported by the sapphire registry during advancement of a 6mm extra support angioguard rx, device, the operator experienced an inability to track device to lesion and a non cordis device was used instead. There was no patient injury. One day after discharge, the patient had a gram negative ge-coli uti and a subarachnoid hemorrhage. He was discharged to rehab. 6 days later, the patient was hospitalized again and CT suggested incomplete expansion of the stent and thrombus adjacent to the stent. The patient also had left hemiparesis with no deficits and full recovery within 24 hours. The patient died 11 days later in hospice and the cause is not currently available. Cas was performed on a 90% occluded lesion in the ostium of the right internal carotid artery of 10mm in length in a 5.0mm vessel diameter with severe vessel tortuosity. The arch I lesion was ulcerated and severely calcified. A non cordis embolic protection device was deployed past the lesion and pre-dilatation was performed. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20%. The patient was discharged on the following day. Following discharge, it was stated by ems that for the past 48 hours, he has been altered, not himself and described as "dementia being more". They just state that he has been more confused. The patient was brought to the emergency department for treatment, CT scan showed a subarachnoid hemorrhage. Lab work revealed a urinary tract infection. Dual antiplatelet therapy was held at this time due to this finding on CT scan and consult with neurosurgery ordered. He was successfully treated with antibiotics for his e coli uti. It could not be determined if there were any permanent behavior changes as this subject has dementia and resolving/yet improving subarachnoid hemorrhage. Repeat CT showed stabilization of the head bleed.. The patient was discharged on the following day to a rehabilitation.

Manufacturer narrative:
Facility with plavix and aspirin held. 6 days later, the subject was admitted to hospital with chief complaint of left sided upper extremity weakness. CT was repeated and did not show any new bleeding and did not show new ischemic findings or stroke. Cta showed interval placement of the right carotid stent with two limbs of the stent involving the ica and to a lesser extent, the eca. Each limb is patent although there is a mixed attenuation in the ica limb raising the question of the possibility of incomplete expansion of the stent and some adjacent marginal plaque all thrombus and secondly, it showed stable left carotid and vertebral vessels as well with left ica stent patent. The symptoms of the left hemiparesis were documented at discharge as totally improved as the patient had full strength of his upper extremities. He was also stable and asymptomatic. He was discharged back to his rehab which is a skilled nursing facility on his own medication and to finish his antibiotics. The patient died 11 days later while in hospice care but the cause of death is not known. Death certificate is pending. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a carotid stenting procedure to a (B)(6) occluded lesion in the ostium of the right internal carotid artery 10mm in length and 5.0mm in diameter the operator experienced an inability to track the angioguard to the lesion and another device was successfully used. Cec minutes received indicate the post procedure course was remarkable for hypotension which was treated with IV epinephrine for approximately 12 hours. Pre-procedure on the nih stroke scale score was 3 due to partial hemianopia, one limb ataxia, mild to moderate sensory loss. The rankin stroke scale score was 2. He underwent the index procedure in the right ostial ica. A non-study embolic protection device was successfully delivered. The arch I lesion was ulcerated and severely calcified with severe vessel tortuosity. Pre-dilatation was performed followed by placement of an 8x40mm precise pro rx stent with a residual diameter stenosis measured at (B)(6). The procedure was uncomplicated and ended at 10:25. Per discharge summary, post-procedure course was remarkable for hypotension which was treated with IV epinephrine for approximately 12 hours. It was also remarkable for altered mental status likely due to ¿sundowning¿, which improved at the time of discharge and was back at or new baseline. On the following day at 12:25 the nih stroke scale score, assessed by the same evaluator, was 4 due to partial gaze palsy, partial hemianopia, one limb ataxia, mild to moderate sensory loss. The rankin stroke scale score was 2. The patient was discharged on the following day. Following discharge, it was stated by ems that for the past 48 hours, he has been altered, not himself and described as "dementia being more". They just state that he has been more confused. The patient was brought to the emergency department for treatment, CT scan showed a subarachnoid hemorrhage. Lab work revealed a urinary tract infection. Dual antiplatelet therapy was held at this time due to this finding on CT scan and consult with neurosurgery ordered. He was successfully treated with antibiotics for his e coli uti. It could not be determined if there were any permanent behavior changes as this subject has dementia and resolving/yet improving subarachnoid hemorrhage. Repeat CT showed stabilization of the head bleed. . There were no focal neurological deficits reported on admission. Per physical examination in the ER, he was a confused to time and date, but knew he was in the hospital and had a stent placed yesterday. There was no note of head trauma or skin laceration in the ER note. Cranial nerves were grossly intact, strength was diffusely weak and he was unable to sit on his own, unable to ambulate and to cooperate for finger-to-nose test. Per ER note, he had no any signs of stroke symptoms at that time, but the CT and other workup was still to be performed. Per ER report, a brain CT scan revealed a small subarachnoid hemorrhage, there was no significant edema and the patient remained neurologically intact and stable, other than the confusion. The patient was a dnr. Any further anticoagulation was put on hold, and the patient remained on clopidogrel. Neurosurgery recommended no surgical treatment and to discontinue asa and clopidogrel for 4-6 week. A few hours later, at 11:13, the ck was 954 (nl 232, ratio 4.11) and the ckmb was 17.5 (nl 6, ratio 2.92). The troponin was 3.62 (nl 0.06). At 14:20, the ck was 775 (ratio 3.34) and the ckmb was 13.2 (ratio 2.2). The troponin was 5.19. At 19:18, the ck was 634 (ratio 2.73) and the ckmb was 11.5 (ratio 1.92). The ecgs are available for review. The site did not report event of mi, but reported troponin leak (per source documents). No intervention was done due to inability to use anticoagulation. Per further progress note, the patient was ¿status post altered mental status and fall at home, now with a small right frontal subarachnoid hemorrhage.¿ the "heent" were reported as atraumatic. Cranial nerves were intact, motor function grossly intact, pupils pinpoint bilaterally. Per discharge summary, repeat CT scan revealed essentially a stabilization of his small subarachnoid hemorrhage. The patient was discharged on the following day to a rehabilitation facility with plavix and aspirin held. Six days later, the patient was hospitalized again with chief complaint of left sided upper extremity weakness/left hemiparesis with no deficits and full recovery within 24 hours. CT scan suggested incomplete expansion of the deployed stent and thrombus adjacent to the stent; it did not show any new bleeding, any new ischemic findings or stroke. Cta showed interval placement of the right carotid stent with two limbs of the stent involving the ica and to a lesser extent, the eca. Each limb is patent although there is a mixed attenuation in the ica limb raising the question of the possibility of incomplete expansion of the stent and some adjacent marginal plaque all thrombus and secondly, it showed stable left carotid and vertebral vessels as well with left ica stent patent. The symptoms of the left hemiparesis were documented at discharge as totally improved as the patient had full strength of his upper extremities. He was also stable and asymptomatic and was discharged back to his rehab/skilled nursing facility. The patient had an ischemic stroke on 10/8/2013 exhibiting symptoms of dysarthria, left hemiparesis and left hemiataxia. There was no documented presence of babinski. The duration of the deficits were permanent. The patient expired approximately one week later in hospice. The death certificate reported the cause was death was acute stroke (cva) with contribution of diabetes. The site reported the cause of death as neurologic. The patient¿s medical history includes hyperlipidemia, cardiac arrhythmia, severe aortic / mitral valve disease, CABG, history of smoking, coronary artery disease, myocardial infarction and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15870134 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. The information suggesting an incomplete expansion of the stent cannot be verified as no images were returned. After original stent placement it was reported that the residual stenosis of the newly placed stent was 20%. The information received does not provide an estimated restenosis percentage, just that there was some incomplete expansion. Although rare, incomplete stent expansion of a nitinol stent is listed in the IFU as a potential complication and is typically due to the intrinsic mechanical forces of the artery and not a product failure. Typically in these cases an additional stent is placed inside of the original stent or angioplasty is performed if the stenosis is severe enough. In this case neither was performed. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. (B)(6) of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hypotension, is a well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received that per the death certificate the cause of death was listed as acute stroke (cva). (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a carotid stenting procedure to a 90% occluded lesion in the ostium of the right internal carotid artery 10mm in length and 5.0mm in diameter the operator experienced an inability to track the angioguard to the lesion and another device was successfully used. The arch I lesion was ulcerated and severely calcified with severe vessel tortuosity. Pre-dilatation was performed followed by placement of an 8x40mm precise pro rx stent with a residual diameter stenosis measured at 20%. The patient was discharged on the following day. Following discharge, it was stated by ems that for the past 48 hours, he has been altered, not himself and described as "dementia being more". They just state that he has been more confused. The patient was brought to the emergency department for treatment, CT scan showed a subarachnoid hemorrhage. Labwork revealed a urinary tract infection. Dual antiplatelet therapy was held at this time due to this finding on CT scan and consult with neurosurgery ordered. He was successfully treated with antibiotics for his e coli uti. It could not be determined if there were any permanent behavior changes as this subject has dementia and resolving/yet improving subarachnoid hemorrhage. Repeat CT showed stabilization of the head bleed. The patient was discharged on the following day to a rehabilitation facility with plavix and aspirin held. Six days later, the patient was hospitalized again with chief complaint of left sided upper extremity weakness/left hemiparesis with no deficits and full recovery within 24 hours. CT scan suggested incomplete expansion of the deployed stent and thrombus adjacent to the stent; it did not show any new bleeding, any new ischemic findings or stroke. Cta showed interval placement of the right carotid stent with two limbs of the stent involving the ica and to a lesser extent, the eca. Each limb is patent although there is a mixed attenuation in the ica limb raising the question of the possibility of incomplete expansion of the stent and some adjacent marginal plaque all thrombus and secondly, it showed stable left carotid and vertebral vessels as well with left ica stent patent. The symptoms of the left hemiparesis were documented at discharge as totally improved as the patient had full strength of his upper extremities. He was also stable and asymptomatic and was discharged back to his rehab/skilled nursing facility. The patient had an ischemic stroke on (B)(6) 2013 exhibiting symptoms of dysarthria, left hemiparesis and left hemiataxia. There was no documented presence of babinski. The duration of the deficits were permanent. The patient expired 11 days later in hospice with the cause of death listed as acute stroke (cva). The patients medical history includes hyperlipidemia, cardiac arrhythmia, severe aortic / mitral valve disease, CABG, history of smoking, coronary artery disease, myocardial infarction and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15870134 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. The information suggesting an incomplete expansion of the stent cannot be verified as no images were returned. After original stent placement it was reported that the residual stenosis of the newly placed stent was 20%. The information received does not provide an estimated restenosis percentage, just that there was some incomplete expansion. Although rare, incomplete stent expansion of a nitinol stent is listed in the IFU as a potential complication and is typically due to the intrinsic mechanical forces of the artery and not a product failure. Typically in these cases an additional stent is placed inside of the original stent or angioplasty is performed if the stenosis is severe enough. In this case neither was performed. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications.

Manufacturer narrative:
The previous conclusion has been updated to include reference to the stroke and to correct event date. During a carotid stenting procedure to a 90% occluded lesion in the ostium of the right internal carotid artery 10mm in length and 5.0mm in diameter the operator experienced an inability to track the angioguard to the lesion and another device was successfully used. The arch I lesion was ulcerated and severely calcified with severe vessel tortuosity. Pre-dilatation was performed followed by placement of an 8x40mm precise pro rx stent with a residual diameter stenosis measured at 20%. The patient was discharged on the following day. Following discharge, it was stated by ems that for the past 48 hours, he has been altered, not himself and described as "dementia being more". They just state that he has been more confused. The patient was brought to the emergency department for treatment, CT scan showed a subarachnoid hemorrhage. Labwork revealed a urinary tract infection. Dual antiplatelet therapy was held at this time due to this finding on CT scan and consult with neurosurgery ordered. He was successfully treated with antibiotics for his e coli uti. It could not be determined if there were any permanent behavior changes as this subject has dementia and resolving/yet improving subarachnoid hemorrhage. Repeat CT showed stabilization of the head bleed. The patient was discharged on the following day to a rehabilitation facility with plavix and aspirin held. Six days later, the patient was hospitalized again with chief complaint of left sided upper extremity weakness/left hemiparesis with no deficits and full recovery within 24 hours. CT scan suggested incomplete expansion of the deployed stent and thrombus adjacent to the stent; it did not show any new bleeding, any new ischemic findings or stroke. Cta showed interval placement of the right carotid stent with two limbs of the stent involving the ica and to a lesser extent, the eca. Each limb is patent although there is a mixed attenuation in the ica limb raising the question of the possibility of incomplete expansion of the stent and some adjacent marginal plaque all thrombus and secondly, it showed stable left carotid and vertebral vessels as well with left ica stent patent. The symptoms of the left hemiparesis were documented at discharge as totally improved as the patient had full strength of his upper extremities. He was also stable and asymptomatic and was discharged back to his rehab/skilled nursing facility. The patient had an ischemic stroke on (B)(6) 2013 exhibiting symptoms of dysarthria, left hemiparesis and left hemiataxia. There was no documented presence of babinski. The duration of the deficits were permanent. The patient expired approximately one week later in hospice with the cause of death listed as acute stroke (cva). The patients medical history includes hyperlipidemia, cardiac arrhythmia, severe aortic / mitral valve disease, CABG, history of smoking, coronary artery disease, myocardial infarction and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15870134 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. The information suggesting an incomplete expansion of the stent cannot be verified as no images were returned. After original stent placement it was reported that the residual stenosis of the newly placed stent was 20%. The information received does not provide an estimated restenosis percentage, just that there was some incomplete expansion. Although rare, incomplete stent expansion of a nitinol stent is listed in the IFU as a potential complication and is typically due to the intrinsic mechanical forces of the artery and not a product failure. Typically in these cases an additional stent is placed inside of the original stent or angioplasty is performed if the stenosis is severe enough. In this case neither was performed. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Ischemic stroke/cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information was received that the patient had an episode of hypotension post index procedure which was treated with IV epinephrine for approximately 12 hours. New patient code for this event is 1914. Cec minutes received indicate the post procedure course was remarkable for hypotension which was treated with IV epinephrine for approximately 12 hours. Two days later, the patient had a non q wave mi. Pre-procedure on the nih stroke scale score was 3 due to partial hemianopia, one limb ataxia, mild to moderate sensory loss. The rankin stroke scale score was 2. He underwent the index procedure in the right ostial ica. A non-study embolic protection device was successfully delivered, followed by pre-stent balloon angioplasty and placement of one precise® pro stent in the intended location. The site reported a 20% final residual in-lesion stenosis. The procedure was uncomplicated and ended at 10:25. Per discharge summary, post-procedure course was remarkable for hypotension which was treated with IV epinephrine for approximately 12 hours. It was also remarkable for altered mental status likely due to ¿sundowning¿, which improved at the time of discharge and was back at or new baseline. On the following day at 12:25 the nih stroke scale score, assessed by the same evaluator, was 4 due to partial gaze palsy, partial hemianopia, one limb ataxia, mild to moderate sensory loss. The rankin stroke scale score was 2. The site reported no post-procedure maes. The patient was discharged on asa and clopidogrel to rehabilitation facility. He was readmitted on the following day with altered mental status and questionable shortness of breath. He complained of feeling weak and hurt while urinating. The ER documents noted: he was not himself, described as ¿dementia being more.¿ his urine was foul-smelling and concentrated. He had some fever, did not complained of any pain. Further he was diagnosed with uti and antibiotic treatment was started. There were no focal neurological deficits reported on admission. Per physical examination in the ER, he was a confused to time and date, but knew he was in the hospital and had a stent placed yesterday. There was no note of head trauma or skin laceration in the ER note. Cranial nerves were grossly intact, strength was diffusely weak and he was unable to sit on his own, unable to ambulate and to cooperate for finger-to-nose test. Per ER note, he had no any signs of stroke symptoms at that time, but the CT and other workup was still to be performed. Per ER report, a brain CT scan revealed a small subarachnoid hemorrhage, there was no significant edema and the patient remained neurologically intact and stable, other than the confusion. The patient was a dnr. Any further anticoagulation was put on hold, and the patient remained on clopidogrel. Neurosurgery recommended no surgical treatment and to discontinue asa and clopidogrel for 4-6 week. A few hours later, at 11:13, the ck was 954 (nl 232, ratio 4.11) and the ckmb was 17.5 (nl 6, ratio 2.92). The troponin was 3.62 (nl 0.06). At 14:20, the ck was 775 (ratio 3.34) and the ckmb was 13.2 (ratio 2.2). The troponin was 5.19. At 19:18, the ck was 634 (ratio 2.73) and the ckmb was 11.5 (ratio 1.92). The ecgs are available for review. The site did not report event of mi, but reported troponin leak (per source documents). No intervention was done due to inability to use anticoagulation. Per further progress note, the patient was ¿status post altered mental status and fall at home, now with a small right frontal subarachnoid hemorrhage.¿ the heent were reported as atraumatic. Cranial nerves were intact, motor function grossly intact, pupils pinpoint bilaterally. Per discharge summary, repeat CT scan revealed essentially a stabilization of his small subarachnoid hemorrhage. He was transferred for rehabilitation on two days later per discharge summary on the day of transfer he was fully alert, oriented and moving all extremities. 4 days later, the patient presented with worsening general weakness and confusion during past three days. He reported that he feels little weaker on the left side and the son reported that he was chocking when he drinks water. Neurological examination in the emergency department reported that he was oriented to place and month, but could not name year and, after given three choices, choose 2013. The patient was diffusely weak. His cranial nerves were intact, he had 4/5 weakness on the left side, and ¿little bit of trouble¿ with the left hand. Sensory: he reported he does not feel much diffusely, it was difficult for him to cooperate with light touch, and he was unable to answer whether he felt different on one side or another. The nih stroke scale score was 4 due to one loc question answered, minor facial paralysis, left arm drift, and left leg drift. Per emergency department report, CT scan showed resolving hemorrhage. Emergency department clinical impression: 1) ischemic stroke; 2) recent history of resolving hemorrhagic stroke. On the following day at 05:04, the nih stroke scale score (assessed by another scorer) was 10 due to partial gaze palsy, minor facial paralysis, mild to moderate sensory loss, partial hemianopia, some effort against gravity in the left arm and left leg drift, one limb ataxia, mild to moderate aphasia; behavior: confused. Duplex ultrasound on the same day reported interval placement of right carotid stent with limbs of the stent involving the ica and to a lesser extend the eca, each limb was patent, although there was a mixed attenuation in the ica limb raising a question of the possibility if incomplete expansion of the stent and subjacent marginal plaque or wall thrombus. Stable left carotid and vertebral vessels with left ica stent patent. Per discharge report, a neck cta revealed interval placement of right carotid stent; there was mixed attenuation in the ica questionable for incomplete expansion of stent and some adjacent marginal wall plaque wall thrombus. The patient had an old occlusion in the ica high up in the brain that was unable to be stented. No additional intervention was done. Two days later, the patient was transferred back to the rehabilitation facility in stable condition. The site reported an ischemic stroke on the following day. ¿for new stroke on 10/08/2013 no CT or MRI was performed. No neurology consult obtained. Subject was under hospice care at this time. No other documents obtained for discharge to hospice care.¿ on the following day, the patient was transferred to a hospice care facility with diagnosis of cva. At that time of admission, according to hospice documentation, his conscious level was ¿drowsy or coma +/-.¿ he was unable to move his left arm or left leg, had evident left facial droop, kept eyes closed, but was able to talk a little and follow simple commands. He had no sensation to the left lower extremity. He was restful at times and restless at times. He had dysphagia, weakened cough reflex, and was unable to clear secretions. He was unwilling to take food/fluids. The patient had a dnr status. The patient¿s condition deteriorated and he expired on 6 days later. The death certificate reported the cause was death was acute stroke (cva) with contribution of diabetes. The site reported the cause of death as neurologic. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the patient had an ischemic stroke on 11/8/2013. The patient had dysarthria, left hemiparesis, left hemiataxia and no documented visual loss. There was no documented presence of babinski. The duration of the deficits were permanent resulting and the patient expired. (B)(4). Neurological event date (B)(6) 2013. (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.